Event description:
Customer called to report the insulin pump and sensor weren't communicating correctly. The customer was not hospitalized due to the malfunction. Customer could not perform troubleshooting due to being in the middle of a diabetic crisis. The customer stated she will call back later. Called customer back the next business day and left voice message. Follow up letter will be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.